Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
Staple not in the tissue. It was reported that during radical resection of rectal cancer. After fired, some staple in the tissue, others were not in the tissue. Cut the previous anastomosis site and use the suture to oversew. There was no patient consequence reported. No additional information can be provided.